Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent skin infections at implant site and a loss of osseointegration. Subsequently the patient was treated with oral antibiotics (date and duration not reported).